Event description:
A report was received from the USA stating that during service, it was found that the device had damaged bearings. The device was not being used during surgery. It is unk if there was pt injury or medical intervention. No add'l info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).